Event description:
It was reported that the patient's device system was explanted due to a pocket infection and pocket erosion. The patient was treated with antibiotics and the infection was resolved. The patient is a participant in the wrap it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.